Event description:
It was reported that the external pulse generator (epg) failed calibration. The sensitivity was out of specification. When the dial was set to 20ma, the tester read 5-6ma. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary #evaluation summary (B)(4): the generator was returned and anlysis was unable to confirm the customer comment that the sensitivity was out of specification. Analysis did find the lower case broken. (B)(4).

Event description:
It was reported that the external pulse generator (epg) failed calibration. The sensitivity was out of specification. When the dial was set to 20ma, the tester read 5-6ma. The epg was returned for repair. There was no patient involvement.